Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 547 mg/dl at the time of incident. Customer also stated that the tape was not sticking because of sweating and there was blood at site. The customer did not mention any symptoms of their blood glucose levels. Customer declined to trouble shoot for high blood glucose and site issue. The insulin pump will not be returned for analysis.